Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed sensor error. The customer' blood glucose was 27.0 mmol/l, which was treated with the insulin pump. The sensor was inserted on the customer's abdomen and the site of insertion was bleeding. The customer stated that it looked like there was still blood under the sensor. During troubleshooting it was discovered that the sensor had lost the signal. The test plug test was performed and the test passed. The customer removed the sensor from their body and noticed that the cannula was bent and the sensor was bloody. Nothing further was reported.